Event description:
Doctor inserted crown made of minigold on (B)(6) 2016. After four days the patient came back to see the dentist because of discoloration of the minigold crown. The doctor polished the crown with a rubber cup, and the stain went away. After two days the crown become discolored again.